Event description:
The customer reported that the fluoroscopy images would not display on the monitor. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the monitor. The system operates as intended.